Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that, patient underwent posterior lumbar inter-body fusion surgery for l4 degenerative spondylolisthesis at l4-l5. During surgery, a surgeon tried to cut 50mm rod with the hospital's pin cutter because its caudal was little bit long but it could not be cut. The surgeon changed the 50mm rod to 40mm rod and it was found that l5 screw was loosened. After examination, it was found that the pedicle was fractured. The surgeon did not replace pedicle screw. Product came in contact with the patient. Patient complications were unknown.the screw loosening probably occurred due to pedicle fracture.